Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test at 4 pounds due to moisture damage faulty force sensor system. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 172 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.